Manufacturer narrative:
The device is not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information reviewed, the reported positioning failure appears to be due to challenging patient anatomy. The reported tissue damage resulting in hypotension appear to be due to reported positioning failure, and thus related to procedural circumstances. The reported patient effects of tissue damage and hypotension are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report tissue damage, hypotension, prolonged hospitalization and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted flail on the posterior mitral leaflet and prolapse. The first xtr clip was successfully deployed. Then a second xtr clip delivery system (cds) was advanced to the mitral valve; but during an attempt to capture the leaflets, the leaflet came out of the clip which resulted in tissue damage and mr to increase. The patient's blood pressure dropped; and therefore, a balloon pump was placed to treat the hypotension. The physician decided to stop the procedure and is considering a surgical valve replacement. The cds was removed with the clip attached. The tissue damage and mr was not treated. The patient is stable and will remain hospitalized. One clip was implanted, and mr is 4+. There was no reported clinically significant delay in the procedure. No additional information was provided.